Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No prime/fill anomaly noted. Device passed all operating currents tested within the spec range and passed off no power test. Device received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin continued to drip after motor stopped and act button was released during priming. Customer's blood glucose was unknown. Alarm history did not show a compromised forced sensor alarm. Customer reported that drive support cap appeared normal. Customer declined further troubleshooting. Insulin pump would be replaced per customer's request.